Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, contamination of foam particles found inside the blower kit.

Manufacturer narrative:
In previously submitted report, operator of device in box d, occupation in box e and report source in box g was incorrect. In this report, section operator of device in box d, occupation in box e and report source in box g has been updated/corrected.